Manufacturer narrative:
Concomitant medical products: mcs-p3-29-aoa-us transcatheter valve: implanted: (B)(6) 2015, 310c27 tissue valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high pacing thresholds and high impedance values. The lead remains in use. No patient complications have been reported as a result of this event.